Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe discomfort at the ipg site. The patient underwent an ipg revision procedure and was doing well postoperatively. The ipg remains implanted.